Event description:
It is reported that the device was implanted on (B) (6) 2009. Four weeks post-op, it was noted that the stem had subsided 0.5 to 1.0 cm. The pt is currently touch-down weight bearing and will be following up to see if the implant will ingrow or continues to subside.

Manufacturer narrative:
(B) (4): eval summary: no product was returned for eval as it's still implanted. No x-rays were provided for review. According to the product experience report, the pt did not report any significant falls or deviation from post-op protocol. It is unk if the versys fm taper stem was implanted with the correct orientation and correct fit as indicated in the surgical technique as no operative notes were returned for review. Probable causes of such an early femoral implant subsidence may be (but not limited to) one or a combination of the following: rasping technique, inadequate press fit between stem and femur, pt activity post-op, or poor bone quality. Based on the available info, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.